Manufacturer narrative:
Additional information was received on (B)(6) 2019. The implant date and explant date have been received. Section d has been updated with those dates. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/12/2019. The implant and explant dates, originally reported as (B)(6) 1996 and (B)(6) 2010, respectively, are unknown. If additional information is made available in the future, then the dates will be updated and a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation with unknown mentor saline prostheses and experienced capsular contracture (baker's grade unknown) post procedure. As a result, the bilateral prosthesis replacement with unknown mentor saline prostheses was performed. This complaint is related to complaint 1645337-2019-08397 reported on (B)(6) 2019. On (B)(6) 2019 mentor received additional information about a previous set of mentor implants that the patient had removed due to capsular contracture. This report relates to that set of previous implants. See 1645337-2019-08957 for contralateral prosthesis report.